Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass and vertical cracked lcd controller. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had white display and they can not clear the alarm. Customer stated that the they changed the battery for a new, still the same, after one hour of really loud alarm and insulin pump turned off. Customer cannot turn on even with the new battery, insulin pump was not damage, battery cup was not damage. Customer stated that display returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.